Event description:
A "dreamstation auto CPAP" device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. Fire burned/dirty was found in contamination findings. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.